Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-06743. It was reported that a patient presented for a generator changeout procedure for normal battery depletion. Upon review, the right ventricular lead exhibited noise and a high capture threshold and was determined to be dislodged. The right ventricular lead was capped and replaced on (B)(6) 2019 and the physician attempted to give slack to the right atrial lead. At a follow-up in clinic post-operation, interrogation revealed that the right atrial lead exhibited reduced p-wave sensing and loss of capture and was determined to be dislodged. The physician capped and replaced the lead on (B)(6) 2019. Both leads were explanted on (B)(6) 2019. The patient was in stable condition.

Manufacturer narrative:
As received, the distal portion of the lead was returned in one piece measuring 37.7 cm. Visual examination revealed that procedural damage was noted at 18.8 cm, 19.6 cm, 20.0 cm, and 26.3 to 27.1 cm from the distal tip with sutures noted tied on the lead body at 12.4 cm and 24.7 cm from the distal tip. The outer coil was noted bent due to the suture ties at two places and the proximal end was noted cut with the explant tool visible. No conductor fractures or internal shorts were noted. The helix was found retracted and clogged with blood and could extend and retract within specification after cleaning. No other anomalies besides procedural damage were found and the reported events of no capture and p-wave variation were not confirmed.